Event description:
In 2008, the patient's parents reported the patient's insulin infusion headsets are not properly adhering to his body. They stated they live in a humid environment and the infusion sets have a tendency to come off especially during bathing and swimming. The mother said the issue occurs after the infusion sets have been in use between 1.5 and 2.5 days. The mother was advised this type of infusion set should be changed at least every 2 days. The patient uses IV prep wipe and an extra adhesive over the headset. The patient's parents were informed of the sandwich method and sent a complimentary guide to infusion site management as well as some samples. No blood glucose concerns were reported related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.